Event description:
The note states the error code according to the MFR error code list and the 65xx error codes state to make sure the correct solution was being used and if so to replace the catheter. It was verified with the staff that the fluid was correct when the catheter was replaced and the unit worked fine. Called MFR and spoke to (B)(4), to verify based on what I had told him, the problem was most likely the catheter. The MFR requested the catheter to be returned to them if we still have it. We found that it will go to the hospital risk manager. I will provide him with the MFR contact for the return.